Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. A two year review of complaints for the devices involved in this event determined there have be no other complaints for these devices. As reported in the event description, when inserting the screw, resistance was encountered. A review of labeling indicated the surgical technique section advises, "place a bone clamp to create the necessary compression across the osteotomy or fusion site (when applicable). Note: this step is very important if bone is dense and in arthrodesis, as the axial force necessary for inserting the cannulated screw could temporarily distract the fragments at the fracture/arthrodesis line." This section also advises, "if necessary, use the countersink to create a recess in the bone for cannulated lag screws. Note: extremifix screws are self-drilling and self-tapping, but drilling is recommended in cases of dense bone. If significant resistance is felt while inserting the screw, back out the screw and use a larger diameter drill per the table below. Remember to use irrigation when pilot drilling" and "drill, if necessary, in dense bone using the cannulated drill." The instructions for use advises that "use of screws in high density bone may result in implant and/or instrument fracture or failure upon insertion" as well as "instruments which are faulty, damaged or suspect should not be used". However, as the device was not returned for evaluation, a definitive root cause could not be determined.

Manufacturer narrative:
Patient's date of birth was received on (B)(6) 2022. Therefore, section a2 was updated.

Event description:
It was reported during a hammertoe correction procedure on (B)(6) 2022, the surgeon inserted a 0.035 k-wire, and drilled with a 2.4mm drill. The surgeon was inserting the 2.4 x 50mm headless screw with power when the surgeon began to experience resistance in implanting the headless screw. The head of the headless driver broke off. The surgeon then used a 2nd driver to continue inserting when the head of the 2nd driver broke off as well. The surgeon inserted the screw extractor in the screw to attempt removal, and the tip of the extractor broke off as well. The surgeon removed the headless screw with suture drivers. The surgeon reinserted a new k-wire, drilled with a 1.7mm drill, and implanted a 2.4 x 50mm headed screw. After reviewing the x-ray images,it was noted that the original k-wire appeared bent on the x-ray and that possibly that was the cause of the original resistance. It was reported the surgeon seemed to think that the resistance came from the hardness of the patient's proximal cortex. The 2nd k-wire inserted appeared to be straight on the x-ray. These events prolonged the procedure by 15 minutes. There were no adverse patient consequences. Follow up determined the two broken drills and broken screw extractor were discarded by the facility and therefore, are not available for return. Batch/lot numbers for the devices are unknown. This report is related to report number 2027754-2022-00055 and 2027754-2022-00057 for the other drill and the screw extractor involved in this event.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.